Event description:
A report was received that the patient experienced insufficient pain coverage from the implanted stimulator. Patient then underwent a revision procedure. No further information has been reported at this time.

Event description:
A report was received that the patient experienced insufficient pain coverage from the implanted stimulator. Patient then underwent a revision procedure. No further information has been reported at this time. Additional information was received that pain areas still were not covered at post revision programming.